Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak from the distal main body complaint is confirmed and was identified as a 3b endoleak. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows that there was evidence to reasonably suggest sac growth of 24mm occurred that was not included in the event as reported. The sac growth was discovered on (B)(6) 2021 during review of the 109 month post implant CT scan. The most likely causation for the reported event is device-related due to the use of strata material. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as being discharged on the first post operative day home stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6: investigation finding codes: remove code 3233; h6: investigation conclusion codes: remove code 11; h6: medical device problem codes: remove code 3190.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately nine (9) years post initial procedure, the patient presented emergently with mild abdominal pain. Angiography was performed identifying a possible type 3b and/or type ib endoleak(s). The physician elected to reline the devices with implant of an alto stent graft system, three (3) ovation ix iliac limbs and an ovation ix extender. Reline was successful and the patient was reported to be recovering well. Additional information: during the clinical assessment it was determined that there was evidence to reasonably suggest sac growth of 24mm occurred that was not included in the event as reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately nine (9) years post initial procedure, the patient presented emergently with mild abdominal pain. Angiography was performed identifying a possible type 3b and/or type ib endoleak(s). The physician elected to reline the devices with implant of an alto stent graft system, three (3) ovation ix iliac limbs and an ovation ix extender. Reline was successful and the patient was reported to be recovering well.